Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The device history records were reviewed and rework was found on part number (pn) 357.372.1 lot #7386233 for black residue in inside diameter. The parts were cleaned, inspected and accepted. This rework is not relevant to the complaint condition because the issue is visual on the shaft not the knob. Rework was found on p/n 357.372.1 lot #7346197 for black residue in inside diameter. The parts were cleaned, inspected and accepted. This rework is not relevant to the complaint condition because the issue is visual on the shaft not the knob. No issues were found during manufacture that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the blade inserter cannot be dismantled for cleaning. The knob on the instrument cannot be removed. No patient was involved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the returned device is in the disassembled state and does not assemble due to damage. There are nicks and wear on the handle and shaft components. The alignment indicator component is damaged and does not function. The damage to the alignment indicator is preventing the device from functioning. The locking screw does not turn due to dents and dings on the outside surfaces. The damaged internal pin prevents the alignment indicator from being assembled onto the shaft. The relevant materials were checked and passed with the exception of the internal dowel pin ((B)(4)) that is damaged and can't be removed because it is welded at assembly. Relevant dimensional and functional checks failed due to the damage to the device. The damaged condition of the device is indicative of use in the field and is not associated with manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.